Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation by baxter service personnel. However, the cause of the reported condition was not fully evaluated and the pump was not repaired because it is a baxter owned device and has been removed from service. The user interface module master software version for this device is 5.09.90.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Similar reports have been received for the reported problem. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.